Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that she fell and broke both lead wires which resulted in her stimulator not doing any good for her. The patient stated she didn¿t recall when the leads broke but said it wasn't "too long after she got the device". The patient's reason for calling was to ask if she had her stimulation system removed, troubleshooting reviewed device record info shows stimulator and both leads were removed as of (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the patient¿s right percutaneous lead had migrated. The patient was presented for a radio frequency ablation (rfa) of their cervical spine. The procedure was aborted due to the patient not bringing the programmer and turning the system off for the rfa. It was noted that their right lead appeared to have migrated ¿about one vertebrae,¿ per the hcp. The patient also reported that they noticed a few weeks prior to the date of this report that they weren't receiving as good of stimulation in their left side and had lost coverage. Their pain was primarily on their left side with little to no pain on their right side. The patient didn't experience any falls, felt no pain, and couldn't identify any external factors that may have contributed to the lead migration. Impedances checks were ran and all values were normal with no out of range electrodes. It was noted that the patient was recharging fine with no issues. The patient¿s adaptive stimulation (as) was turned on. The manufacturer representative reported that the patient had turned the amplitude of their left lead down to sub-therapeutic level, and despite adjusting amplitude accordingly, they didn't wait for the three minutes to make sure as saved the new amplitude. The patient¿s amplitude was then adjusted in the clinic and they were able to regain coverage of their pain in the left side. Despite the migration of the right lead, the patient stated that they didn't need stimulation on their right side. The patient didn't use the right lead as the left lead was able to provide the coverage that they need. The issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that after deliberating on possibility revising the leads and getting a replacement battery the patient had decided to have the entire system explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.